Manufacturer narrative:
A trumpf medical service technician was dispatched to inspect the operating table. During the inspection, it was found that the attachment was being used against the intended use and without proper fixing. The detachable foot section was being used as the head section of the table top. No malfunction or defect was identified with the table top, and the table operated as intended. Based on this information, no further action is required.

Event description:
The customer reported that the head section attachment fell off while a patient was on the table. No injury was reported.